Manufacturer narrative:
The customer did not return the suspected product. The in-house contour meter was tested with the in-house contour test strips, which gave satisfactory performance.

Event description:
The advocate reported that around two months ago, the customer's contour meter was showing high readings. The advocate increased customer's insulin dosage due to high readings. The customer did not provide the exact amount of insulin units increased. Since then, the customer started presenting with hypoglycemic symptoms such as shakiness, sweating cold and feeling dizzy. They went to the physician and a blood glucose reading of 50 mg/dl was obtained with the physician's meter. The reading on the contour meter was different by more than 30 mg/dl when compared with the physician's meter. No specific reading obtained on the contour meter was provided by the customer. There is no indication of severe hypoglycemic symptoms associated with the reading of 50 mg/dl. Depending on the actual readings, the difference between the readings can fall in "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. A new meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.